Event description:
It was reported that this right atrial (ra) lead exhibited high but still within range pace impedance measurements. (B)(6) technical services (ts) was consulted and further in person evaluation was recommended. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).